Event description:
A patient specific prescription form was received for the patient's left distal femur with reason for revision "aseptic loosening."

Manufacturer narrative:
An event regarding loosening involving a patient specific distal femoral replacement was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were received. Clinician review: the implant in situ was for a patient specific distal femoral replacement which was inserted on (B)(6) 2016. The surgeon reported aseptic loosening of the implant and requires revision surgery. The image provided showed radiolucent lines, gross osteolytic lesions and bone resorption along the stem, especially near the resection area. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 05sep2016 with no reported discrepancies. Complaint history review: there have been 10 other events. An event regarding loosening involving a patient specific distal femoral replacement was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific prescription form was received for the patient's left distal femur with reason for revision "aseptic loosening."